Event description:
Pt reported infusion nurse is about to do infusion and pt's curlin pump is reading system timeout. New pump will be sent as current pump cannot be used. Infusion nurse reported they will reprogram pt's wife's curling pump to pt's program and then switch back to pt's wife's program once infusion is complete. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 40gm. Gamunex-c 10% sdv indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.